Event description:
It was reported a facility staff member experienced a shoulder strain as a result of difficulty maneuvering the workstation. Consequently, the staff member was out on 2 weeks of light duty. Although requested, additional information has not been provided. The unit was repaired in the field and verified according to OEM instructions. The casters of the unit were replaced per the customer's request which resolved the maneuverability issue.